Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A bipap avaps device was returned to a third-party service center as with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and blower foam degradation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. Additionally, the service technician also noted dust contamination. The device was scrapped by the service center after the evaluation was completed.